Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, machine was slow to log in. Multiple machines across the network from or6 to cath 1,2,3 was slow while attempted to login. It took 20sec for username to accept. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the stations were slow to log in. A technical support specialist logged into the station and identified device in retry mode error, which resolved by following knowledge article (ka) retry insert into purge. Purgestatistics, identified a machines are slow to log in issue in the med application debug log with the domain error message instructing to contact the system administrator and error code 2222, completed the steps in knowledge article (ka) domain error: please contact system administrator with error code 2222 and provided the customer with the required steps for hospital information technology team (hit) to address the issue. Customer confirmed that hospital information technology team (hit) resolved the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, machine was slow to log in. Multiple machines across the network from or6 to cath 1,2,3 was slow while attempted to login. It took 20sec for username to accept. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.